Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8840, serial# unknown, product type: programmer, physician; product ID 3889-28, lot# va0vhad, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4). Additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information from a manufacturer representative reported that intraoperatively there was a successful impedance check, but immediately post-operatively the patient programmer and two different clinician programmers were unable to communicate with the implanted device. There were repeated attempts to communicate with the device, using multiple programmers with the patient arranged in various positions, but they were ultimately unsuccessful. The implanting physician considered the possibility that fluid/blood collected at the implant site may be interfering with communication. He suggested the patient go home with the device off and report to his office the following week for follow up. A few days later, the manufacturer representative walked the patient through the steps to turn the device on using the patient programmer. She was able to successfully sync with her device, turn it on, and adjust stimulation to a therapeutic level.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that during implant, in the operating room a clinician programmer was able to communicate with an implantable neurostimulator (ins) with a little pressure. Post-operatively, the clinician programmer and patient programmer were not able to communicate with the ins. The physician implanted the ins 1.5 inches deep and covered with tegaderm and a small 4x4 dressing. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.